Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.

Event description:
Patient was hospitalized for elevated blood glucose levels, dka, and an infection due to a dog bite.